Manufacturer narrative:
Complaint conclusion: it was reported that a 6/7f mynxvascular closure device (vcd) did not deflate at the prep step. There was no reported patient injury. Attempts to gather further information were unsuccessful. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttled was engaged to the black handle. The procedural sheath was pulled back against the shuttle hub. The advancer tube and the sealant were not returned. The syringe was vacuum locked as received. The condition of the returned device indicate a complete deployment of the sealant. Leak testing was performed on the balloon of the received device using the returned syringe. No leak was found. The balloon was fully inflated and pressure was held with proper functioning of the inflation indicator. Then vacuum was pulled to deflate the balloon and it was fully deflated as intended. The inflation indicator pressure release test was performed by using the pressure gage and it was noted to be within specification. A review of the manufacturing documentation associated with lot f1700402 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be related to the reported complaint. It was reported that a 6/7f mynx closure device (vcd) did not deflate at the prep step. However, the returned device had evidence of exposure to blood and was in the condition of a complete deployment of the sealant. Thus, the condition of the returned device does not match the description of the incident. Additionally, the balloon was fully inflated and deflated as intended per the mynxgrip instructions for use, (IFU), lbl9288 rev. B. Based on the information provided, the investigation performed and without being present when the incident occurred, the event reported as the balloon failure to deflate during preparation of the device could not be confirmed, and the root cause could not be conclusively determined. Neither the device history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time

Manufacturer narrative:
(B)(4). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
It was reported that a 6/7f mynx vascular closure device (vcd); did not deflate at the prep step. There was no reported patient injury. The product is available for return.